Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 17.5 cloud - smartphone hardware iphone16.2 cloud - cgm sensor type. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences in an expected number of pulses, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle not deploying; the cause of the reported event could not be conclusively determined.